Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient stated that it took them hours charging ins. Patient stated that they have a hard time charging ins and saying that the recharger was not o the right spot. Patient stated that the ins was in the weird spot and it was not on their back. Patient started recharging session and saw 30% battery in good connection. Patient had difficulty powering on the wr when taken out from the dock and had difficulty turning off the wr after charging ins. When asked for event date, patient said it was around january or february. Patient was in a lot of pain on february and had their device reprogramed. A request was sent to repair to replace the wireless recharger. Patient made a comment that hey remove their old implant after a year (see (B)(4)).